Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that customer were hospitalized due to high blood glucose, diabetic keto acidosis on (B)(6) 2019 with blood glucose of 440 mg/dl. Customer experienced symptoms such as nausea, vomiting. Customer stated other blood glucose value was 480 mg/dl. The customer was treated with insulin drip, insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer allege insulin pump was under delivering. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.